Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, atrial fibrillation was observed in a v burst episode recorded in the device memory. Nevertheless, no atrial marker was displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, atrial fibrillation was observed in a v burst episode recorded in the device memory. Nevertheless, no atrial marker was displayed.